Event description:
The customer contact reported a separation. The tubing set was being used to deliver an unspecified medication. After an unspecified length of time, it was reported that after the pt pulled the tubing of the tubing set, the tubing reportedly broke at the cassette. No specific event details were provided. The tubing set was removed from clinical use. The customer contact reported that blood was noted on the tubing set: however, it was not specified if there was blood loss. There were no reported adverse patient effects and no reported delay in therapy critical to this patient. No medical interventions were reported. Though requested, no add¿l info was provided including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.